Manufacturer narrative:
(B)(4). H3: the customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted. H3 other text : unknown.

Event description:
It was reported on a surgeon survey response that a complication of implant loosening occurred. No further details were provided on the survey to clarify the number of complications or correlation to a surgical case. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Annex g code "part/component/sub-assembly term not applicable" approved for use as the srs devices can be used in a number of systems, and the specific component in this complaint is unknown. The reported event is not confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.